Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2019 during a device replacement procedure and the patient experienced no consequences. The initial reporter was dr. Nick mandalakas who was affiliated with upmc pinnacle.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed an alert for high lead impedance on the right ventricular lead. No intervention was performed at the time. Patient was stable post procedure and was scheduled to present in clinic.